Event description:
Per information provided: (B)(6) 2006 ¿ patient was diagnosed with direct right inguinal hernia thereby underwent open repair with the implant of bard flat mesh (device 1). Per op notes, ¿a direct inguinal hernia was noted. A bard flat mesh (device 1) was placed to pubic tubercle and secured to transversalis fascia using sutures.¿ (B)(6) 2011 ¿ patient was diagnosed with recurrent right direct inguinal hernia thereby underwent open repair with the implant of perfix plug (device 2). Per op notes, ¿the mesh from old repair was noted. The hernia sac was identified and noted to be a direct inguinal hernia. A perfix plug (device 2) was fitted into floor and pubic tubercle using sutures.¿ (B)(6) 2016 ¿ patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of synthetic mesh. Per op notes, ¿the hernia sac was reduced by placing a synthetic plug and anchored to previous mesh (device 1, 2) using sutures.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bd perfix plug (device 2). An additional supplemental emdr was submitted to represent the bard flat mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.